Event description:
It was reported that the patient was having loss of coverage due to high impedances. The patient underwent a revision procedure wherein the leads and lead extension were replaced. The explanted devices were discarded.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2218700, model:sc-2218-70, serial:(B)(4), batch:17377053. Product family: scs-lead fixation, upn:m365sc43160, model:sc-4316, batch:17200855.